Event description:
Mom noticed a crack under the flange on the trach tube itself. She checks the trach tube for cracks on a daily basis because of a previous incident on 9/5/97. They immediatly changed the trach tube after the incidence. The trach tube in question had only been used for 2 weeks and had only been cleaned one time. The pt only uses the trach tube for one week at a time and then follows the mfrs recommended cleaning procedure. If the trach tube would have cracked all the way through, hospitalization would have most likely taken place.